Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire fracture occurred. The lesion was located in the right coronary artery (rca). The pt graphix 300 cm guide wire was advanced into the rca and while attempting go distally, the guide wire became hung up on a marginal branch vessel. The guide wire fractured and a 1 cm fragment of the guide wire remained in the patent. Attempts to retrieve the wire fragment were successful. The patient's condition was reported as "ok". Additional information has been requested.